Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 1 year, 4 months, 12 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the patient's valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h10 due to additional information received. Per clinical review of the medical records, approximately 1 years and 4 months 12 days post tavr, the patient was admitted for the 23mm sapien 3 ultra valve prosthetic valve late endocarditis secondary to strep viridans. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.